Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity/ perforation fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 53 year-old female patient who had essure inserted (lot no: c91762) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of menopausal symptoms, abortion, gravida I, hiatal hernia, esophagitis, colitis, nausea, low back pain, right upper quadrant pain, lower abdominal discomfort, depression and anxiety. Previously administered products included: cipralex. Past adverse reactions to the above products included: panic attack with cipralex. Concomitant products included dexedrine (dexamfetamine sulfate), ranitidine, eltroxin (levothyroxine sodium) and zantac (ranitidine hydrochloride). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pan"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic and auto immune reactipon"), autoimmune disorder ("auto immune response"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure (hysterectomy) and to remove essure). At the time of the report, the outcomes for fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, anxiety and depression were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered will and continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device there is no rectal bleeding. There is no abdominal pain antivio. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: findings: there is diffuse colonic mural thickening, with mucosa! Hyperenhancement seen particularly involving the cecum and right colon. There is pericolonic stranding and findings are in keeping with colitis. Differentials would include infectious, inflammatory as well as ischemic causes in the appropriate clinical and lab context. Please correlate appropriately. There is no free air, pneumatosis or free fluid. The appendix is unremarkable. Accounting for motion, the liver is unremarkable, as are the gallbladder, bile ducts, adrenal glands and right kidney. Motion obscures evaluation of the left adrenal gland left upper kidney, spleen and pancreas distal body and tail, unfortunately. Abdominal aorta is normal in caliber. The sma seen to opacity, throughout its extent. No pathologically enlarged lymph nodes. Bilateral essure coils are noted. A tampon is seen in situ. 2.4 cm dominant follicles again seen in the right ovary. No focal suspicious bony lesion in the abdomen. Visualized lung bases are unremarkable. Impression: findings compatible with colitis as described. Differentials would include infectious, inflammatory as well as ischemic causes in the appropriate clinical and lab context. [Hysterosalpingogram] on (B)(6) 2014: not reported [magnetic resonance imaging] on (B)(6) 2023: reason for exam: long history of unexplained right sided pain and bloating. Pain wraps around ribs to back and into buttocks. Cramps. Nausea. No energy. Appetite lower than usual but denies weight loss. Findings: the bowel has a normal appearance. Specifically, the terminal ileum and remainder of the small bowel is unremarkable with no wall thickening, inflammatory changes or abnormal enhancement. The mesentery is normal. Over the interval since the prior CT from on (B)(6) 2021 a hysterectomy was performed. No complications. The remaining pelvic structures are normal. The upper abdominal solid organs are normal. Osseous structures are intact. Impression: normal study. No evidence of inflammatory change in the small bowel. [Pathology test] on (B)(6) 2021: clinical data: mildly active ulcerative colitis. Specimen submitted: sigmoid colon biopsy diagnosis: sigmoid colon, biopsy: colonic mucosa with focal mild chronic active inflammation and mild distortion of crypt architecture, compatible with clinical history of ulcerative colitis no evidence of dysplasia [ultrasound abdomen] on (B)(6) 2017: findings: in the right lower quadrant, no abnormality is appreciated. The abdominal aorta, ivc and pancreas are within normal limits. The liver is normal in echogenicity and size with no focal parenchymal or biliary abnormality. The cbd is non-dilated at 0.2 cm. The gallbladder is thin walled ancl there are no stones. The right and left kidneys are normal in echogenicity and size measuring 9.9 cm and 9.8 cm respectively. The spleen has normal echotexture and length at 8.9 cm. The visualized bowel is unremarkable. The uterus is anteverted and has normal myometrial echotexture. Impression: a cause for the patient's presentation is not identified. There is a simple right ovarian follicle. Given its size and appearance this is almost certainly benign and requires no further follow-up; on (B)(6) 2021: clinical indication: right upper quadrant and right lower quadrant tender 1/52 r/o mass or rebound? Findings: liver gallbladder and bile ducts are unremarkable. No gallstones. Pancreas and spleen appear normal. Right kidney measures 11 cm and left kidney 10 cm. No hydronephrosis, or renal mass. No sonographic findings of nephrolithiasis. Bilateral ureteric jets are noted within urinary bladder. Appendix is not visualized within the right lower quadrant. No secondary signs of right lower quadrant inflammation. Uterus measures 7.3 cm, with endometrial thickness of 5 mm. Both ovaries are visualized. A probable dominant follicle is noted in the right ovary, measuring 2.5 cm. Ovarian vascularity is preserved. No adnexal masses. Impression: no cause for right-sided abdominal pain is identified.; on (B)(6) 2021: findings: some printing is seen in the transverse colon in particular. Consistent with the colitis shown on very recent CT. The bowel pattern is otherwise nonspecific, and I see no particular findings of obstruction. No abnormal gas collections or calcifications seen. No particular organomegaly suggested. The included portions of the lung bases are clear. Unremarkable included bones. Essure coils are again noted. Lot number: c91762, manufacture date: 2014-01, expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity/ perforation falopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no: c91762) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pan"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic and auto immune reactipon"), autoimmune disorder ("auto immune response"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, anxiety and depression were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered will and continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity/ perforation falopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 53 year-old female patient who had essure inserted (lot no. C91762) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of menopausal symptoms, abortion, gravida I, hiatal hernia, esophagitis, colitis, nausea, low back pain, right upper quadrant pain, lower abdominal discomfort, depression and anxiety. Previously administered products included: cipralex. Past adverse reactions to the above products included: panic attack with cipralex. Concomitant products included dexedrine (dexamfetamine sulfate), ranitidine, eltroxin (levothyroxine sodium) and zantac (ranitidine hydrochloride). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pan"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic and auto immune reactipon"), autoimmune disorder ("auto immune response"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to remove essure(hysterectomy) and to remove essure). At the time of the report, the outcomes for fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, anxiety and depression were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered will and continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device there is no rectal bleeding. There is no abdominal pain antivio. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2021: findings: there is diffuse colonic mural thickening, with mucosa! Hyperenhancement seen particularly involving the cecum and right colon. There is pericolonic stranding and findings are in keeping with colitis. Differentials would include infectious, inflammatory as well as ischemic causes in the appropriate clinical and lab context. Please correlate appropriately. There is no free air, pneumatosis or free fluid. The appendix is unremarkable. Accounting for motion, the liver is unremarkable, as are the gallbladder, bile ducts, adrenal glands and right kidney. Motion obscures evaluation of the left adrenal gland left upper kidney, spleen and pancreas distal body and tail, unfortunately. Abdominal aorta is normal in caliber. The sma seen to opacity, throughout its extent. No pathologically enlarged lymph nodes. Bilateral essure coils are noted. A tampon is seen in situ. 2.4 cm dominant follicles again seen in the right ovary. No focal suspicious bony lesion in the abdomen. Visualized lung bases are unremarkable. Impression: findings compatible with colitis as described. Differentials would include infectious, inflammatory as well as ischemic causes in the appropriate clinical and lab context. [Hysterosalpingogram] on (B)(6) 2014: not reported [magnetic resonance imaging] on (B)(6) 2023: reason for exam: long history of unexplained right sided pain and bloating. Pain wraps around ribs to back and into buttocks. Cramps. Nausea. No energy. Appetite lower than usual but denies weight loss. Findings: the bowel has a normal appearance. Specifically, the terminal ileum and remainder of the small bowel is unremarkable with no wall thickening, inflammatory changes or abnormal enhancement. The mesentery is normal. Over the interval since the prior CT from (B)(6) 2021 a hysterectomy was performed. No complications. The remaining pelvic structures are normal. The upper abdominal solid organs are normal. Osseous structures are intact. Impression: normal study. No evidence of inflammatory change in the small bowel. [Pathology test] on (B)(6) 2021: clinical data: mildly active ulcerative colitis. Specimen submitted: sigmoid colon biopsy diagnosis: sigmoid colon, biopsy: colonic mucosa with focal mild chronic active inflammation and mild distortion of crypt architecture, compatible with clinical history of ulcerative colitis no evidence of dysplasia [ultrasound abdomen] on (B)(6) 2017: findings: in the right lower quadrant, no abnormality is appreciated. The abdominal aorta, ivc and pancreas are within normal limits. The liver is normal in echogenicity and size with no focal parenchymal or biliary abnormality. The cbd is non-dilated at 0.2 cm. The gallbladder is thin walled ancl there are no stones. The right and left kidneys are normal in echogenicity and size measuring 9.9 cm and 9.8 cm respectively. The spleen has normal echotexture and length at 8.9 cm. The visualized bowel is unremarkable. The uterus is anteverted and has normal myometrial echotexture. Impression: a cause for the patient's presentation is not identified. There is a simple right ovarian follicle. Given its size and appearance this is almost certainly benign and requires no further follow-up; on (B)(6) 2021: clinical indication: right upper quadrant and right lower quadrant tender 1/52 r/o mass or rebound? Findings: liver gallbladder and bile ducts are unremarkable. No gallstones. Pancreas and spleen appear normal. Right kidney measures 11 cm and left kidney 10 cm. No hydronephrosis, or renal mass. No sonographic findings of nephrolithiasis. Bilateral ureteric jets are noted within urinary bladder. Appendix is not visualized within the right lower quadrant. No secondary signs of right lower quadrant inflammation. Uterus measures 7.3 cm, with endometrial thickness of 5 mm. Both ovaries are visualized. A probable dominant follicle is noted in the right ovary, measuring 2.5 cm. Ovarian vascularity is preserved. No adnexal masses. Impression: no cause for right-sided abdominal pain is identified.; on (B)(6) 2021: findings: some printing is seen in the transverse colon in particular. Consistent with the colitis shown on very recent CT. The bowel pattern is otherwise nonspecific, and I see no particular findings of obstruction. No abnormal gas collections or calcifications seen. No particular organomegaly suggested. The included portions of the lung bases are clear. Unremarkable included bones. Essure coils are again noted. Lot number:c91762 manufacture date:2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-mar-2024: new concomitant drug added: zantac, eltroxin, ranitidine 300 mg, dexedrine.reporter and patient information,medical history,lab data,lot no.,non drug treatment added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity/perforation fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. C91762) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pan"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic and auto immune reactipon"), autoimmune disorder ("auto immune response"), headache ("headache"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, weight fluctuation, alopecia, anxiety and depression were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered will and continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device. Lot number: c91762. Manufacture date: 2014-07. Expiration date: 2017-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.